Event description:
It was reported that the pt suffers from otosclerosis. Due to that the pt didn't have sufficient benefit from the vibrant soundbridge, neither when the fmt was placed on the incus nor with round window placement. Therefore the pt was explanted on (B)(6), 2012 and reimplanted with a bonebridge.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will eb submitted as a follow up report.